Manufacturer narrative:
Block b3: approximated to (B)(6) 2022, date of the revision procedure, as no event/symptom onset date was reported. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Block h6: the following imdrf patient codes and impact code capture the reportable event of: e2006- mesh erosion. E2328- bladder stones. F19- surgical intervention.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a total vaginal hysterectomy, anterior and posterior colporrhaphy, mid-urethral trans-obturator sling, and cystoscopy procedure on (B)(6) 2011, for the treatment of symptomatic pelvic prolapse and stress urinary incontinence. The patient tolerated the procedure well and was taken to the recovery room in stable condition. On (B)(6) 2022, the patient was admitted and was found to have a bladder stone on cross-sectional imaging. A cystoscopy procedure was performed and revealed bladder stone greater than 2.5 cm adherent to the eroded mesh on the right bladder neck. A 270-micron holmium laser fiber was used to break all the stone and aspirate out all of the fragments. Subsequently, the dome of the bladder was visualized, and a 5mm laparoscopic trocar was placed extra peritoneally above the pubic bone into the bladder under direct visualization. The inner cannula was removed, and a laparoscopic debakey grasper was inserted through the port site into the urinary bladder. The device was exchanged for a 70-degree lens, and the mesh erosion on the bladder wall was examined. The debakey grasper was used to put tension on the mesh and by using the laser, the mesh was excised at the level of the mucosa. The mesh was retracted back underneath the mucosa after it was incised, and the mesh was removed when the other side was cut, completing the excision. Hemostasis of the area around the trocar site as well as the mesh excision site was obtained using a bugbee. This trocar in the suprapubic site was removed and the scope was removed. A 20-french, 2-way foley catheter was placed. The skin site was closed in a subcuticular fashion using a 4-0 monocryl suture and dermabond was applied. The patient was then transferred to the gurney and taken to the pacu in stable condition. The patient was discharged on the same day with a foley catheter. The patient was scheduled for follow-up in approximately 3 weeks for catheter removal.